Event description:
It was reported that the device exhibited periodic pauses with a loss of ventricular pacing. The patient later complained of shortness of breath, and ventricular sensing issues were suspected, both oversensing and undersensing. Follow up was attempted for additional information, but was unsuccessful. Any additional relevant information received will be added to the event. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.